Manufacturer narrative:
Date rec'd by MFR: 05/02/2019. Failure analysis on the returned led circuit panel shows that contaminated & electrically open trace was found on all the leds circuit trace that causes the all leds not flashing during test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 17dec2018. Date of manufacturer: 14dec2018. The philip's service engineer (se) inspected the device and verified the reported issue. The se replaced power overlay to resolve the reported issue. The device successfully passed performance specification testing.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14dec2018. Reporter phone number unknown.a follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the alternating current (ac) mains and battery indicators on a v200 were not working. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.